Event description:
Information received by medtronic indicated that customer experienced high blood glucose. High blood glucose value was 546 mg/dl. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Customer using the minimed 670g/770g/780g system with auto mode/smartguard feature not active at time of high blood glucose event. Troubleshooting was performed. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.